Event description:
Additional information received from the hcp reported that the patient was contacted and stated she had never had issues with her interstim.

Event description:
It was reported the patient experienced a loss of therapeutic effect, a loss of bladder, and had both urinary incontinence and urinary retention issues. This occurred following an implant. The patient had issues with high blood pressure. The patient stated she never had it in the past, but it had just recently flared up. When the patient was in the hospital for the implant, her health care provider provided her with medications to manage this. Her blood pressure had come down since, but was still not back to where it was. The patient only increased the stimulation on program 4. She started on program 4, but felt stimulation in her rectum. She felt the stimulation more in the bike seat area on program 1. It was planned to keep the setting at 2.0. The patient saw a "doctor screen" on her programmer about two weeks after surgery. The patient stated the manufacturer representative fixed the programmer and it had been fine since. The patient's status was undetermined. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v906983, implanted: 2012-(B)(6), product typ lead product ID 3037, serial# (B)(4), product typ programmer, (B)(4).